Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed that the stylus pen was not working with the screen, the stylus and cursor were out of alignment and stylus calibration did not help, as a result the bezel overlay assembly was replaced and calibrated to resolve issue. It was also noted that the programmer handle covers were cracked.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the stylus pen is not working with the screen. A new pen was tried. The programmer was returned for repair. There was no patient involvement indicated.